Manufacturer narrative:
Product complaint#: (B)(4). Additional information was requested, and the following was obtained: were there any adverse consequences associated with the patient? No. H3 investigation summary: the product was returned to ethicon for evaluation. Two winding former each with one detached needle and one suture outside their packaging that pertains to product code: nw1765 was received for analysis. During visual inspection of the detached needles, the swage and attachment area was noted to be as expected. The barrel hole was examined, and remnant of suture was observed. The sutures were examined, and it was found that it begun the degradation process which caused the needle to come out from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Batch manufacturing records of nw1765/t1001 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and found to meet the specification requirement this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. No needle tip. It was observed that the needle and suture swage are not connected (got separated in the foil itself/before opening the foil). No adverse patient consequences were reported. Additional information was requested.